Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01, implantable pulse generator, (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a rise in threshold and lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.